Event description:
Healthcare professional reported, right side " patient has textured mammary implants and wishes to have them replaced due to recall. Rippling and capsular contracture, baker grade unknown. Change in size and shape of breasts." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Device has been explanted.

Event description:
Physician additionally reported "suspect leaking of implants" and baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical "event" and is not related to the device. Capsular contracture : unable to observe since it is a medical "event" and is not related to the device. Wrinkling : no observed on the device. Deflation: no observed on the device. Additional observations: white particle observed inside device. Clarification to reason for reoperation: recall, capsular contracture baker grade unknown, capsular contracture.